Event description:
Per sales rep the trocar ring snapped off while the surgery was going on. The rep took the replacement trocar out from another set and finished the case.

Event description:
Reporter alleged obtaining the results of 64 mg/dl and 124 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.